Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 22-apr-2012, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient who had called to see if an x-ray could show their lead and what they should do about it that something happened to them about 1 month ago. The patient noted they still had the pain. The patient reported it was severe pain but that now it was not much but still pain. The patient reported this happened when they were exercising when ¿suddenly looked like the wire broke and very sharp pain¿ occurred in the lower part of their buttock. The patient reported eventually it was less but it has not gone away and they noted they were afraid something had broken but they were not sure. The patient was going to follow up with their health care physician (hcp). The patient noted they had cognitive problems (unrelated to the device) and that as a result they could not have anesthesia and could not have surgery and that they could not move their mouth under anesthesia and again that they had unrelated cognitive problems. The patient also noted they thought the ins was still working and that they had just changed the programmer batteries. There were no further complications reported/anticipated.